Event description:
While pt was being transferred from bed to chair, lift broke. Pt fell approx 3 feet and sustained non-displaced fractures of ribs t3, 4, 5, & 6. MFR was contacted on 06/14/2000 to advise of device failure by an engineering staff member. Staff was advised that this product was subject to a recall two weeks ago. This facility had not received the recall. Arjo senior field svc engineer corrected the recall on 4 of the 6 lifts on 06/15/2000. The recall was unrelated to the device failure. The arjo engineer advised this facility that the failure was related to a recall of approx 3 years ago. This facility had not received the original recall.